Event description:
It was reported that the patient attended the clinic in 2004, with his mother for an impact check. He had fallen and had been unable to hear since then. Testing confirmed that the device had malfunctioned.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.